Event description:
It was reported that the user¿s ilet insulin pump ran out of insulin overnight while connected, resulting in high glucose; the user changed supplies with support, confirmed insulin delivery resumed, and was wearing a 23-inch infusion set at the time. Symptoms included hyperglycemia with meter readings in the high 300s initially and subsequent readings in the high 100s to low 200s. Outcomes included transient elevated blood glucose without hospitalization or injury. Investigation included troubleshooting and education with follow-up verification that insulin delivery resumed. Investigation of this case revealed hyperglycemia associated with depletion of insulin in the reservoir and subsequent restoration of therapy after a supply change, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.